Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s caregiver reported fluctuating blood glucose (bg) values ranging from a high of 400 mg/dl during workouts to a low of 54 mg/dl afterward. The user had paused insulin delivery during activity and later reconnected. Highs were corrected by the ilet algorithm, and lows were treated with glucose or candy. No symptoms were reported, and no medical intervention was required.